Event description:
Venous hemodialysis access needle pulled out during treatment. Cobe century system 3 hemodialysis machine continued to run. Blood pump did not shut off when needle pulled out. Pt experienced approx 500cc blood loss between time needle fell out and machine pump manually stopped by staff nurse as pt stated "I'm bleeding". Service action report. Reported condition: venous pressure reads lower than typical and fluctuates. Diagnostic findings: found broken spring in blood pump rotor. Corrective action: replaced blood pump rotor. Verified bh pressure transducer calibrations and alarm limits are functioning in specification. Equipment functionally tested as applicable.